Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: device received. H3, h6: investigation summary . Investigation flow: damage. Visual inspection: the radiolucent insertion handle frn (p/n: 03.033.001, lot # 4l59550) was received and received at us cq. Upon visual inspection, the broken tip of the mating driving cap was retained in the threaded portion of the insertion handle but could be fully removed. No other issues were identified with the returned device. The device failure/defect was not identified. Conclusion: the complaint condition is not confirmed as no damage were observed on the radiolucent insertion handle frn (p/n: 03.033.001, lot # 4l59550). There is no indication that a design or manufacturing issue were identified. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.033.001. Lot # 4l59550. Release to warehouse date: aug 19, 2019. Manufacturer: hagendorf. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the storage unit noticed that the insertion handle for the frn and driving cap with thread was broken while inspecting the set. This may have happened during cleaning in sterile processing. There was no patient involvement. This complaint involves two (2) devices. This report is for (1) radiolucent insertion handle frn. This report is 1 of 2 for (B)(4).